Event description:
Related manufacturer reference number: 2017865-2023-14165, related manufacturer reference number: 2017865-2023-14166. It was reported that the entire system was explanted and replaced due to interference with cardiac device function. No additional information was reported.